Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy and has been having a problem with their ins because they are having really bad urinary and fecal discharge. They are also concerned because they think their ins has moved. It use to be in the hip, but it now feels like it has moved up. Patient does not have a healthcare provider (hcp) so a listing was sent to them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.